Event description:
The manufacturer received information alleging a trilogy ev300 device failed final test, active exhalation verification, pilot difference. There was no allegation of patient harm. The device was not reported to be in patient use. The device has been returned to a manufacturer's service center, and the unit was being prepped for fco-81 and failed the pre-test, pilot: difference. This indicates that the 3-way solenoid valve needs to be replaced, however the evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed final test, active exhalation verification, pilot difference. There was no allegation of patient harm. The device was not reported to be in patient use. The device has been returned to a manufacturer's service center, and the unit was being prepped for fco-81 and failed the pre-test, pilot: difference. This indicates that the 3-way solenoid valve needs to be replaced. During diagnostic setup system test, of the trilogy ev300 device, a failure of system tests due to bad evo 3 way solenoid valve and proportional valve confirmed and duplicated. The device's 3 way solenoid valve and proportional valve were replaced to address the issue. The parts were then replaced, and a final test was done to confirm the problem was resolved. The unit passed the ¿final test¿. The device's solenoid valve was returned to the manufacturer's product investigation lab (pil) for further evaluation. The pil is unable to confirm the complaint of the trilogy evo solenoid valve. Visual inspection found no issues. Pil performed posttest on the pil trilogy evo multifunction test station, and the device passed tests. Pil concludes the component operates properly.

Manufacturer narrative:
The manufacturer received information alleging a trilogy ev300 device failed final test, active exhalation verification, pilot difference. There was no allegation of patient harm. The device was not reported to be in patient use. The device has been returned to a manufacturer's service center, and the unit was being prepped for fco-81 and failed the pre-test, pilot: difference. This indicates that the 3-way solenoid valve needs to be replaced. During diagnostic setup system test, of the trilogy ev300 device, a failure of system test due to bad evo 3 way solenoid valve and proportional valve confirmed and duplicated. The device's 3 way solenoid valve and proportional valve were replaced to address the issue. The parts were then replaced, and a final test was done to confirm the problem was resolved. The unit passed the ¿final test¿.